Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed. The oversensing resulted in inhibition of pacing for greater than two seconds. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.